Manufacturer narrative:
Please disregard the information on the previously submitted medwatch. Further information was received that the issue was not an inaccuracy, but rather that the hematocrit saturation module (h/sat) values were all reading dashes. The reported issue is non-reportable.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the hematocrit (hct) and venous oxygen saturation (svo2) were inaccurate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.